Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported customer's insulin gauge displayed an inaccurate fill estimate. During troubleshooting with tandem technical support the customer reloaded the same cartridge and received an accurate fill estimate. In addition, a cartridge change error occurred during the load process. Reportedly, the customer was able to load a new cartridge successfully. Customer's blood glucose level was 112 mg/dl.